Event description:
It was reported that tubes are breaking during centrifuge with a bd vacutainer® sst¿ blood collection tubes. This occurred on 4 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2). It was reported that the tubes are breaking during centrifuge.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for tubes breaking with the incident lot was not observed. Based on testing for brittleness, all returned samples met specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are breaking during centrifuge with a bd vacutainer® sst¿ blood collection tubes. This occurred on 4 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (2 of 2). It was reported that the tubes are breaking during centrifuge.